Event description:
It was reported the EKG (electrocardiogram) port is loose. There is a lot of interference on the EKG tracing. Different slave and EKG cables were tried, with the same results. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No information was received indicating patient involvement.

Event description:
It was reported the EKG (electrocardiogram) port is loose. There is a lot of interference on the EKG tracing. Different slave and EKG cables were tried, with the same results. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the electrocardiogram (ECG) connection was loose, this causes interference on the ECG tracing. It was also noted that the power cord bay latches were broken off and the system fan was noisy. (B)(4): analysis found that the radiofrequency (rf) head cable was out of specification.